Manufacturer narrative:
On july 15, 2021, the mentor failure analysis lab received the device for evaluation on july 30, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the smooth hpg, 400cc breast implant, measuring approximately 0.2 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2021, mentor became aware that this complaint file was a duplicate of complaint file mrn: 1645337-2021-06952. All further supplemental reports will be submitted under this complaint file. Additional information from the duplicate complaint: the procedure for the suspect medical device was primary breast augmentation, the patient underwent removal on (B)(6) 2021 but the replacement device was implanted on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the date of implantation was updated per best estimate. If clarifying information becomes available, a supplemental report will be submitted. On (B)(6) 2021, analysis of the complaint product's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with a 400cc mentor memorygel breast implant on the left breast, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via an ultrasound. As a result, the patient underwent unilateral removal and replacement with a new 400cc mentor memorygel breast implant (catalog: 3504004bc lot: 9534055 sn: (B)(4)) on (B)(6) 2021.